Event description:
Hcp reported the pt originally had a pocket erosion of the device pocket. This developed into a secondary infection. A culture was done of the device pocket, but the results were not reported. The pt was treated with IV antibiotics and total device system explant. The infection resolved and there was no drug withdrawal. The pt had a risk factor of malnutrition - possible anorexia.